Manufacturer narrative:
A returned product analysis indicated that the complaint has been confirmed. The lead failed impedances test at electrodes #3 and 4. X-ray inspection revealed that electrodes #3 and 4 of the distal end has a fractured cable right at the weld nugget. Review of the device history record revealed that the lead passed quality inspection and no anomalies were found during its production. The root cause of lead fracture is unknown.

Event description:
A report was received that the patient was experiencing a change in stimulation after an impact on the lead site. The patient's lead was experiencing high impedances. A bsn representative met with the patient and tried reprogramming around the high imedances but the stimulation was not adequate in the pain area. The physician replaced the lead with a new lead and the patient was reportedly doing well.

Event description:
A report was received that the patient was experiencing a change in stimulation after an impact on the lead site. The patient's lead was experiencing high impedances. A bsn representative met with the patient and tried reprogramming around the high impedances but the stimulation was not adequate in the pain area. The physician replaced the lead with a new lead and the patient was reportedly doing well.